Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 05.20.2019 it was reported to k2m, inc that 2 crickets broke and did not function as intended intra-operatively.

Event description:
Physician reported that ten mesa crickets broke or did not function as intended intra-operatively.

Manufacturer narrative:
The failure was speculated to have occurred due to repeated use of the instrument. However, this root cause could not be established conclusively with the provided information.